Event description:
It was reported that the battery of a heart lung console was not charged to full when it was not in a use. There was no reported consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.